Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, swelling, bleeding, inflammation (2023_0712 and 2023_0713 are same patient).